Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the instrument does not rotate and the distal part breaks, no danger to the patient. No bleeding or tissue loss. There was a 10 minute delay in the procedure. A new instrument was used to complete the procedure.

Manufacturer narrative:
(B)(4).